Event description:
The patient contacted animas on (B)(6) 2012 alleging that every time she does a cartridge and site change her blood glucose (bg) is higher for the first 24 hours. The patient reported changing out cartridge and site on the evening of (B)(6) 2012. She woke up with a fasting bg of 232 on (B)(6) 2012 and when she ate a bagel her bg rose to 419 mg/dl. The patient reported taking a correction bolus; however, her bg continued to rise and reached 428 mg/dl that morning. The patient claimed at the time of the high bg she had symptoms of thirst, frequent urination and "felt bad". At the end of the call, the patient's bg was down to 273 mg/dl. At the time of troubleshooting, the patient informed customer support that she did not recall seeing insulin drops coming out of the tubing at the time she primed it. The patient admitted she may have not been pressing and holding to prime the pump as the owner's booklet instructs users to. At the time of the call, the patient disconnected and per customer's supports request she primed pump and confirmed seeing insulin coming out of the tubing. This complaint is being reported because the patient developed symptoms suggestive of hyperglycemia while on insulin pump therapy. Based on the information provided, it appears that the patient's high bg's could be attributed to use error.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
Follow-up #1 date of submission 09/04/2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There was no data observed in pump history due to continued patient use. There was no activity outside normal use observed in the black box or download history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The rewind, load and prime steps were successfully performed with no alarms noted. A force sensor calibration test confirmed that the sensor was detecting the correct force. No loss of primes occurred during testing. A loss of prime was induced during testing and the pump emitted the appropriate audible and visual alarm warnings. There was no delivery defects found with the pump during investigation.